Event description:
It was reported that the pump battery was depleting quickly. Blood glucose was not impacted. Reportedly, the customer contacted the healthcare provider to obtain alternate insulin therapy.

Manufacturer narrative:
Device not returned.